Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram videos were submitted and reviewed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure. Before and during the sheath exchanges and deployment of manta, the patient's blood pressure dropped and was having mitral valve issues. Following fifteen minutes of trouble shooting the mitral valve issues, an angiogram revealed extravasation. Balloon inflations were applied to tamponade and a covered stent was placed, achieving hemostasis. The root cause of the extravasation is inconclusive due to the insufficient information regarding patient condition, and initial and deployment procedures. Based upon previous similar incidents, a contributing factor to extravasation could be from a dissection. Dissections are a common large bore procedure complication, and it cannot be easily concluded if a dissection is caused by the manta or during the procedure. A dissection present at the access site may cause the manta anchor not to catch the artery walls as designed, creating a non-optimal seal which clinically presents as extravasation. The IFU specifically states the safety and effectiveness of the manta device has not been established in the following patient populations: patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The IFU precautions, if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The risk of failing to achieve hemostasis requiring manual compression, application of balloon pressure, and placement of a covered stent is written in the IFU along with other access site complications leading to bleeding is specifically called out as a potential adverse event requiring medical intervention. Risk documentation was reviewed, and failure to close a puncture hole was identified as a known risk.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted.

Event description:
As reported: patient's pressure dropped and mitral valve issues before and during sheath exchange and manta deployment. After approximately 15 minutes of trouble shooting for mitral issues, an angiogram of the groin was taken showing extravasation. Vascular balloon used to control bleeding and covered stent was deployed leading to hemostasis. The patient is in the ICU, intubated, but stable.